Event description:
Boston scientific received information that a revision procedure was performed due to low sensing on a non-boston scientific right ventricular (rv) lead. The rv and left ventricular (lv) were both repositioned. Once the lv lead was inserted into the lv port of this device, impedance measurements were greater than 2,000 ohms. The rv lead was also tested in the lv port and impedance measurements were again greater than 2,000 ohms. This device was ultimately explanted and replaced. Additionally, it was noted that an unspecified setscrew issue was observed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the device was thoroughly inspected and analyzed. The set screws were checked and all operated within specification. The lv tip set screw was removed and inspected with no anomalies noted. The set screws were checked and all operate normally. No further testing was performed.